Manufacturer narrative:
One twinfix ultra ti preloaded suture anchors with needles was returned for evaluation. Visual assessment showed damage to the suture as well as the proximal end of the anchor. The inserter hex was stripped. As reported, the patient had hard bone and the insertion site was not pre-drilled. As a result of not predrilling, it is likely that excessive force was applied during insertion causing the inserter to strip and damage the suture. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during implantation of the tf ultra ubraid and ndls 5.5mm ti anchor, the thread was damaged and could not be completely implanted. As the surgeon was inserting the anchor, it was approx 2/3 down where the thread was damaged so that it could not be inserted or removed. The surgeon had to chisel it out. It was mentioned that the patient had very hard bone and it was not pre drilled. There was no specific length of delay reported, but it was considered of sufficient length to report as a patient injury.